Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was not verified. A review of the event history log found zero occurrences of system error 322. However, the event history log did reveal multiple events of system error 321 (link switch error (up)) and system error 320 (latch switch error). Evaluation experienced a system error 321 and found the upper link switch failed. The upper auxiliary assembly was replaced to correct the condition.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a link switch error during testing at the biomed service department. There was no patient involvement. No additional information is available.